Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 5.1, 4.4, lab: 2.5-3.5, ng.

Manufacturer narrative:
Inr results such as 5.1 and 4.4 inr were excluded from comparison test because they were done more than 3 hours apart. Since time of test exceeded 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Four point four inr was registered on memory. Strip investigation was performed on lot 214549. (Investigation below). The allowable difference between the inratio inr's and sysmex inr's were calculated. At least two out of three replicates for both samples of lot 214549 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required. For reported data inratio=5.1 and lab result with a range of 2.5-3.5, exact lab value was not provided. So, the confident limit could not be calculated. The result of 5.1 could not be confirmed in meter memory record. Accuracy tests were performed on returned meter and strips revealed that there was contamination around the heater deck, which could affect test results. As of 11/23/2009, six discrepant result complaints were reported for lot #214549 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.